Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy skin irritation under the electrodes of the lifevest equipment. The patient reported that the vibration box was hurting their back and the patient's nurse placed gauze around it. Outcome of the skin irritation is unknown.